Manufacturer narrative:
Cbas® heparin surface incorporates carmeda heparin manufactured from heparin sodium api, which is covalently bound to the device surface and is essentially non-eluting. H6 - code a27 (device ovalization/compression) with no fractures or blockage. Device remains patent and remains implanted with no intervention performed. H6 - code c19: review of device manufacturing record history confirmed device met pre-release specifications. H6 - code b20: device remains implanted and no images were provided. Therefore, direct product analysis was not possible. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was received from a clinical study: on (B)(6) 2020, a study patient underwent a aaa procedure and a tambe device was implanted. During this procedure, gore® viabahn® vbx balloon expandable endoprosthesis (vbx device) were implanted as branched devices in the visceral arteries. At 36 months follow-up on (B)(6) 2023, imaging showed ovalization of the celiac artery device at the origin. Imaging showed all branch devices remain patent, except for the right renal artery that had a bare metal stent (non-gore device) that remains occluded. There was no stent fractures observed. The study patient is asymptomatic and no intervention was reported.